Event description:
It was reported that an unspecified quantity of non-dehp micro-volume extension sets leaked through the air vent hole. The issue occurred when the line was primed using a pump or manually when they are changing medications(in particular, sedation/analgesia) or flushes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device and photo sample were received for evaluation. A visual inspection of the photo sample was performed, and a leak from the filter was observed. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A pressure test was performed, and a leak in the air vent of the filter was observed. The reported condition was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.